Event description:
Reportedly, the instrument was placed across the distal colon and upon firing on the second squeeze of the handle, the tissue gap control button disengaged from the instrument. As a result, the tissue was transected and unformed staples disengaged int the bowel. The surgon then decided to place a ta60 instrument distal to the open bowel lumen and resect the tisssue containing malformed staples. Finally, an eea instrument was utilized to perform an end to end anastomosis and complete the case without further incident. Procedure: lar. Patient status: no patient injury reported.